Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic appendectomy surgery on (B)(6) 2020 and the suture was used for colon. During the procedure, the suture broke. There were no pieces left inside the patient. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.